Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems india private limited (omsi) inspected the device and confirmed the following; the top cover and chassis of the device were corroded. The front panel was corroded and there was a crack near the screw hole. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event that the main lamp did not light was caused by an accidental failure of a power supply component. Omsc determined that the emergency light worked because the main lamp did not light due to a failure of the power supply unit. The defect of appearance may have been caused by use in an environment that deviates from the operating environment by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india private limited (omsi) for evaluation. In the evaluation of omsi the following was confirmed; the reported phenomenon was reproduced. The reported event appeared to be caused by defect of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the main lamp of the device did not light and the emergency light worked. There was no report of patient injury associated with this event.